Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the retainer ring came off the reservoir compartment. Her blood glucose was unknown. The insulin pump was returned for analysis.